Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarms is confirmed. A broken central lumen was noted on the returned device during the complaint investigation. The broken central lumen caused a helium pathway leak. The root cause of the broken central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient arrived at the hospital on friday (B)(6) and an intra-aortic balloon (iab) was inserted at the time. After 72 hours the staff received frequent helium loss alarms. The alarms reduced slightly when the balloon volume was decreased to 36.5 cc and the assist ratio was reduced to 1:2. The rn reported the pump continued to alarm for helium loss. The clinical support specialist (css) explained this may be related to a possible kink. The staff has done all of the appropriate troubleshooting. The rn reported that the patient was stable and the physicians have decided to remove the iab. A second iab was not required. Additional information from the registered nurse (rn) stated that the md had a difficult time inserting the balloon as the patient has a tortuous anatomy. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
Hold 3 10 gtit was reported that the patient arrived at the hospital on friday, (B)(6) and an intra-aortic balloon (iab) was inserted at the time. After 72 hours the staff received frequent helium loss alarms. The alarms reduced slightly when the balloon volume was decreased to 36.5 cc and the assist ratio was reduced to 1:2. The rn reported the pump continued to alarm for helium loss. The clinical support specialist (css) explained this may be related to a possible kink. The staff has done all of the appropriate troubleshooting. The rn reported that the patient was stable and the physicians have decided to remove the iab. A second iab was not required. Additional information from the registered nurse (rn) stated that the md had a difficult time inserting the balloon as the patient has a tortuous anatomy. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.